Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer encountered an adhesive issue with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced low blood pressure with a loss of consciousness. Customer was treated with glucose by a third-party healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer encountered an adhesive issue with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced low blood pressure with a loss of consciousness. Customer was treated with glucose by a third-party healthcare professional. There was no report of death or permanent injury associated with this event.